Event description:
It was reported that during reprocessing, the inner sheath ceramic tip was broken and had a sharp point. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.